Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels as low as 40 mg/dl. The customer addressed the bg level by consuming glucose tablets. At the time of report the customer's bg level was 145 mg/dl. The cause of the bg level was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg level.